Event description:
It was reported to boston scientific corporation that a leveen co-access electrode system was used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the array was difficult to extend. The physician felt that it may have been due to the target tissues hardness. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient identifier, age/date of birth, gender, and weight are unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not being used past its expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).